Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was tested with a water fill test reservoir and no air bubbles anomaly noted. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-35904. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 500 mg/dl. The customer also reported having issues with air bubbles on their infusion set and reservoir. The customer stated the air bubles were large in size. Customer reported the insulin was used at room temperature. Customer reported the air bubble was still present at the time of the call. Customer will be returning the insulin pump for analysis.